Event description:
According to the initial report received via email on 06-oct-2021 from cryolife sales representative (csr), s.g., the surgeon told me that he's had multiple issues using photofix on aortic surgical cases. He mentioned one case in particular where he used pf to do a managuan root enlargement. He said that the patch never incorporated/remodeled. No additional information will be forthcoming.

Event description:
According to the initial report received via email on 06-oct-2021 from cryolife sales representative (csr), s.g., the surgeon told me that he's had multiple issues using photofix on aortic surgical cases. He mentioned one case in particular where he used pf to do a managuan root enlargement. He said that the patch never incorporated/remodeled.